Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The arm/horn has a lot of play in it. The caller stated there is a good two inches they can move the arm/horn.